Event description:
It was reported that a dissection occurred resulting in the conversion of the procedure to a carotid endarterectomy (cea). An enroute transcarotid neuroprotection system (nps) was selected for use in a left sided transcarotid artery revascularization (tcar) procedure. During insertion of the arterial sheath of the nps, a dissection was created in the common carotid artery (cca). The physician elected to convert the tcar procedure to a cea procedure.

Manufacturer narrative:
Updated fields: h6 - evaluation method codes; evaluation conclusion codes.

Event description:
It was reported that a dissection occurred resulting in the conversion of the procedure to a carotid endarterectomy (cea). An enroute transcarotid neuroprotection system (nps) was selected for use in a left sided transcarotid artery revascularization (tcar) procedure. During insertion of the arterial sheath of the nps, a dissection was created in the common carotid artery (cca). The physician elected to convert the tcar procedure to a cea procedure.